Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with foreign material on the needle and the port face. The port was also observed to be slightly misshapen; the tip was bent in slightly, distorting the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for actuation and aspiration and was non-conforming for cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirmed that the probe had a cut failure and did not confirm that the probe had an actuation failure. The most likely root cause for the cut failure is the observed damage/wear to the inner cutter of the probe. A damaged/worn inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged/worn cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the returned probe was conforming for actuation and the exact root cause for the cut failures cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting and actuation failure of the probe occurred during a procedure. The condition of aspiration is unknown. The probe was replaced and the procedure was completed. There was no patient harm.